Event description:
It was reported inner liner delamination occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system and 33mm watchman laa closure device and delivery system were used. The access system was positioned in the laa. The delivery system was advanced in the access system and the closure device was deployed, but did not meet the release criteria, so it was fully recaptured and removed from the patient. The access system was again positioned over an unknown pigtail catheter in the laa and a new 33mm watchman laa closure device and delivery system was prepared for use. The closure device was then successfully implanted. When the access system was being pulled back, the physician observed a plastic particle at the tip of the access system which was still attached. It was suspected the particle was from the inner liner of the tip of the access system. There were no patient complications and the patient remained stable throughout the procedure.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: returned product consisted of a truseal watchman access system. The device was bloody. The hub/valve, sheath and tip were microscopically and visually inspected. Inspection revealed tip damage (delaminated/stretched), kinks in the sheath located 17 cm, 31 cm, and 66 cm from the tip, and sheath damage (flattened) for 2 cm and started 1.5 cm from the tip. Inspection of the remainder of the device found no other damage or irregularities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported inner liner delamination occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system and 33mm watchman laa closure device and delivery system were used. The access system was positioned in the laa. The delivery system was advanced in the access system and the closure device was deployed, but did not meet the release criteria, so it was fully recaptured and removed from the patient. The access system was again positioned over an unknown pigtail catheter in the laa and a new 33mm watchman laa closure device and delivery system was prepared for use. The closure device was then successfully implanted. When the access system was being pulled back, the physician observed a plastic particle at the tip of the access system which was still attached. It was suspected the particle was from the inner liner of the tip of the access system. There were no patient complications and the patient remained stable throughout the procedure.